Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was evaluated by zoll on 05/12/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, it was observed that the battery clip is missing. The autopulse 1.5 is a reusable device and was manufactured on 10/01/2011. The physical damage found could be a characteristic of normal wear and tear of the device. A review of the archive data showed multiple faults of user advisory (ua) 12 (lifeband® not present) on (B)(6) 2016 and ua 18 (max take-up revolutions exceeded) on (B)(6) 2016. The device passed functional testing without any faults or errors. In summary, a review of the platform archive was performed, confirming the reported complaint. There were multiple user advisory 12 - (lifeband not present) during the date the problem occurred ((B)(6) 2016). The belt clip retention was tested and confirmed the root cause of the ua 12 was the belt retainer does no compress or release freely which could cause the lifeband clip not to lock correctly and securely. The archive also revealed there were multiple user advisory 18 (max take-up revolutions exceeded) occurring on (B)(6) 2016. The root cause for the ua 18, was due to the drive shaft, which moved the lifeband past the maximum allowable take-up depth without detecting a patient. To remedy both the ua 12 and ua 18 the retainer, spring wave and battery clip were replaced. The device passed final functional testing.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform displayed user advisory 12 (lifeband not present) and 18 (max take-up revolution exceeded). The lifeband band clip reportedly does not sit properly into the guide plate, as a result, the lifeband does not work properly and falls out. No further information was provided.